Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the electric parts in the processor. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. This report is being filed as part of the pentax backlog management plan.

Event description:
Blackout . This event occurred at the time of before use. There was no report of patient harm.